Manufacturer narrative:
Event description and concomitant device reported: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4), mw5085603.

Event description:
It was reported on (B)(6) 2019, patient underwent removal of locking compression plate (lcp) tubular plate because it was discovered that the plate had failed and snapped in half. On 2018 two (2) lcp plates was inserted after an injury was sustained. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown locking screw (part #: unknown, lot #: unknown, quantity #: unknown), locking compression plate (lcp) tubular plate (part #: 241.401, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is the patient; no information on facility or location. FDA contact information should be omitted from previous report mwr-(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.